Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: m / l taper stem # item 00771100900 lot 61422484, shell porous with cluster holes 56 mm # item 00620205622 lot 61471568, liner 10 degree elevated rim 32 mm i.d. For use with 56 mm o.d. Shell # item 00631005632 lot 61273222, bone scr 6.5x30 self-tap # item 00625006530 lot 61515063. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02361. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent left hip revision due to pain, elevated metal ions and altr approximately six years post initial surgery. Less arthritis was noticed and labral tear and intraarticular fluid. Bone quality very dense. Capsule was very thick and necrotic. Corrosion was noted inside the femoral neck as well as inside the femoral head. Trunnion was black throughout. Pseudocapsule showing aseptic necrosis with areas of dense fibrosis. Visible areas show a focally dense perivascular lymphoplasmacytic infiltrate, compatible with a diagnosis of aseptic lymphocytic vasculitis-associated lesion. Femoral head was revised. Attempts have been made, and no further information has been provided.